Event description:
During deployment of the precise sds in the left internal carotid artery, some resistance was felt as the stent was deployed, and the stent was reported to have jumped forward, deploying distal to the target lesion. The user was reported to maintained a fixed inner shaft position during deployment, and did not apply any unusual force during deployment. It was further noted that pta was performed during the procedure as well, but it was unk if this was for pre- or post- dilatation. Another precise stent was additionally delivered and was deployed to cover the proximal portion of the target lesion. The procedure was completed successfully without any other problem, and there was no adverse consequence to the pt. The product is available for evaluation and testing; however, it has not been received to date (which is indicated). Additional info will be submitted within 30 days of receipt.